Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), anxiety ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract infection ("bladder/urinary problems:urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), tremor ("shaking of hands"), confusional state ("confusion"), vaginal haemorrhage ("vaginal bleeding"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and neoplasm malignant ("cancerous mass"). The patient was treated with surgery (hysterectomy (partial), on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, metrorrhagia, dermatitis allergic, hypersensitivity, anxiety, bladder disorder, urinary tract infection, endometriosis, ovarian cyst and neoplasm malignant outcome was unknown, the pelvic pain, menorrhagia, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight decreased, tremor, confusional state, vaginal haemorrhage and vaginal discharge had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, confusional state, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, neoplasm malignant, ovarian cyst, pelvic pain, tooth disorder, tremor, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain , back pain, bladder problems, urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems. Hormonal changes, headaches, nausea, vision problems, weight loss,shaking of hands, confusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Events vaginal bleeding, ovarian cyst, cancer nos, endometriosis & vaginal discharge were added. Events outcome were updated. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract infection ("bladder/urinary problems:urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), tremor ("shaking of hands") and confusional state ("confusion") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial), on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder and urinary tract infection outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight decreased, tremor and confusional state had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, confusional state, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, tremor, urinary tract infection, uterine perforation, visual impairment and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain , back pain, bladder problems, urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems. Hormonal changes, headaches, nausea, vision problems, weight loss,shaking of hands, confusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury nos" replaced with "pelvic pain" events-" dysmenorrhoea, dyspareunia, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, general abnormal bleeding, allergy: rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems, weight loss, shaking of hands, confusion, she did not underwent essure confirmation test", reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.